Event description:
The st. Jude medical rep phoned to report that while the pt was hospitalized for heart failure issues, the device presented with a device parameter error. All attempts to reprogram were unsuccessful. The battery voltage was less than 1 v. Explant was scheduled.